Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt (B)(6) is implanted with two percutaneous leads from the same lot. It was reported the pt is not receiving effective therapy coverage. Efforts to resolve this matter via reprogramming have been unsuccessful. X-rays have been ordered for further interrogation.